Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that post-paced t-wave oversensing was observed. Programming changes were recommended. The patient was in good condition.